Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the rewind, basic occlusion and displacement tests. No motor error alarm during testing noted. Motor passed motor test. Device was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery. The device was not exposed to a magnetic field. Customer uses the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.